Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 498 mg/dl. The current blood glucose was 455 mg/dl. Customer also reported that, the infusion set tubing came apart. Customer treated for high blood glucose manual injections. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer also reported bent cannula and declined troubleshooting for the bent cannula. The insulin pump will not be returned for analysis.